Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken 15 mm from the tip of the probe. There were scratches around the broken part. After observed a fracture surface, the probe tip turned out to be broken due to the scratches. The tissue pad was worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) activated output while the probe tip was contacted hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip was scratched. 2) kept doing activated output in the state described in 1). This caused the probe tip was applied a load, cracked due to the scratches on the probe tip. 3) some load was applied to the probe and the probe broke. - energy was delivered with no tissue present between the closed grasping section and the distal end of probe*. This caused the tissue pad to be worn away. *note: such a state could also appear after the target tissue was cut off. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the subject device became unusable during a laparoscopic cholecystectomy procedure. The probe of subject device broke when the user facility took the subject device out of the patient's body and wiped the dirt off the probe. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.